Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was having threshold suspend. Customer current blood glucose was 159 mg/dl. The customer doesn't exhibit symptoms of low blood glucose. The customer sensor value is 40 and the suspend threshold limit is 70. The customer was advised and explained the differences between sensor glucose versus blood glucose. The troubleshooting was explained to the customer. The customer was able to help turn the light on while in a different screen.